Manufacturer narrative:
A ge service representative performed an onsite investigation. A communication problem with the eprom was identified. The technique processor pcb was also evaluated and identified as requiring replacement. Due to the obsolescence of software and hardware, further repair was not possible. No conclusion can be drawn as further system analysis, testing or repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that the system was not working. Further information was received from the field service engineer indicating that the system failed to boot. No patient serious injury or death was reported related to this event.